Manufacturer narrative:
(B)(4). Films were supplied for MFR review which found a l4-5 interbody fusion showing a broken left rod and pseudoarthrosis. The root cause of the device failure is inconclusive.

Event description:
It was reported that the pt underwent a posterior spinal fixation surgery. At an unk time, the pt reported experiencing pain. It was noticed on x-ray that a rod had broken and the pt had not fused. Approx 15 months post-op, the pt underwent a revision surgery and was re-instrumented with larger screws. No additional pt complications were reported.